Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03284. The pt was implanted with an ipg and two percutaneous leads on (B)(6) 2009 for bilateral leg pain. It was reported that she randomly feels overstimulation in her back and legs. The reported overstimulation is said to occur w/o prompting from the programmer and at times causes the pt to loose leg mobility. Diagnostic test revealed low impedance readings for several of her lead contacts. X-rays of the pt's scs system may be prescribed for further interrogation. There are no plans for surgical intervention at this time.